Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 97792, lot# n503538, implanted: (B)(6) 2015, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
It was reported that the patient's programming from their implantable neurostimulator (ins) had changed. The patient stated that their unit keeps wrapping in my abdominal area causing them not to use the ins unit for their lower back. It was noted that they can't get the unit to work in their back like the trial. The patient was working with the manufacturer's representative to continue to work on the programming but they were going to wait until after they had ventral hernia repair surgery on (B)(6) 2015. The indication for use of the implanted device was noted as non-malignant pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported having severe back pain again but could not have an MRI. The patient was told by the physician that the device may need to be explanted in order to have an MRI. However, another device could not be put back in due to scar tissue. The patient noted that prior to the device implant, the patient had lower left back pain and the therapy helped at first. Therapy was helping with the leg pain but nothing for the back. The patient had a fall in (B)(6) 2015 and things changed. The patient had met with the manufacturer representative (rep) for adjustments but could not get it in the right area. An x-ray was taken on tuesday (B)(6) 2016 and showed something on the spine. The patient was going to have a computerized tomography (CT) scan tomorrow, (B)(6) 2016. The rep reported that the patient would possibly need an MRI, and if so will have the spinal cord stimulation (scs) system replaced with an MRI safe system. The patient had several back surgeries. The CT scan, according to the patient was a bone spur or growth was seen, and may be causing new pain.

Event description:
Additional information received from the healthcare provider (hcp) reported the leads were still implanted. The consumer had not and would not be having the implantable neurostimulator (ins) system explanted in order to have an MRI. The cause of the severe back pain was determined to be related to the consumer's fall in (B)(6) of 2015 and their bone spur/growth. It was unknown if the bone spur or growth was related to the device or therapy since the consumer was not under the hcp's care. The consumer had not had any back surgeries since being implanted with the ins and their current condition was stable.